Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, as the device was positioned in the tissue tract, it could not be advanced and the arterial flow was not seen through the marker lumen. The device was removed without resistances or any consequences. When the device was removed the distal guide was noted to be bent. A second proglide device was attempted but, although a good hemostasis was performed, it was noted that a little blood escaped. Manual compression was applied for approximately two minutes for caution. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with all components in their pre-deployed positions. Although the reported bent distal guide could not be confirmed as the guide was returned intact, inspection of the returned device revealed that the sheath was kinked approximately one inch distal of the exit port, which could appear similar to the reported bent distal guide. A sheath kink could have prevented the device from being fully inserted into the artery to achieve arterial blood marking as reported. Luminal marking test was performed and the results met the manufacturing criteria. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.